Event description:
Atrium chest tube - ocean 2002 model - has off valve, frequently staff turn to off when wall suction has been discontinued, not allowing drainage. Two patients have developed pneumothorax after this happened, despite company claims that this is impossible.